Manufacturer narrative:
Despite efforts, no additional information was able to be obtained from the hospital. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The boston scientific field representative has requested additional information from the hospital regarding which pacing vectors were functioning and which vectors were not, as well as whether an x-ray was available to visualize where the lead was fractured. This report will be updated when additional information is received.

Event description:
Boston scientific (bsc) received information that this left ventricular (lv) pacing lead activated the lead safety switch (lss) feature in the associated cardiac resynchronisation therapy pacemaker (crt-p). The lss was activated in (B)(6) 2017 due to a sudden decrease in impedance measurements of less than 200 ohms. The impedance measurements subsequently increased to greater than 3,000 ohms and loss of capture was exhibited. The patient experienced worsening heart failure symptoms. As a result of the impedance changes, a lead fracture was suspected in the distal pole of the lead. The lead was successfully reprogrammed to a different configuration. Proper measurements and performance were confirmed following the reprogramming and the lead remains in service. No adverse patient effects were reported.